Event description:
Received general complaint of split tubing sets during high powered contrast injection during CT studies. The customer states that the facility has been using these extension sets for the past year and have had several undocumented incidents of split tubing sets. No specific patient information was provided, but all were adults with peripheral IV access having unspecified CT studies. The angiocatheters were connected to the extension sets. The injection tubing of the power injector was then connected to the extension sets. The rates of injection varied from 1.5-4cc/second. No specific psi was documented, but the power injector has a maximum of 300psi. Immediately after the injection began, the tubing was reported to have split just distal to the clave port of the extension set. There were no reported incidents of bleed back or blood loss. The extension set was changed and the CT studies resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.